Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported on (B)(6) 2026, that, during reprocessing, the colonovideoscope tested positive for 1 colony forming units (cfus) of staphylococcus epidermidis, and 8 cfu's of enterococcus faecium, and 80 cfu's of enterococcus species, peribacillus simplex and peribacillus sp. The device was retested on (B)(6) 2026, and it tested negative, no growth of microbe. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.